Event description:
There was an allegation of questionable sodium electrode, potassium electrode, and chloride electrode results for 1 patient sample on a cobas 6000 c (501) module. The initial na result was (B)(6) mmol/l, and the repeated result was (B)(6) mmol/l. The initial k result was (B)(6) mmol/l, and the repeated result was (B)(6) mmol/l. The initial cl result was (B)(6) mmol/l, and the repeated result was (B)(6) mmol/l. The repeated results were obtained on another module and were believed to be correct. The sample was repeated because the customer was cautious of the initial results.

Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. The calibration and qc were acceptable. The alarm trace showed "abnormal probe sucking" and "sample short" errors, which are indicative of possible poor sample quality. The field service representative found a loose spring on the rinse head. He cleaned the rinse head, performed preventative maintenance, and performed checks with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.